Event description:
It was reported that the device was used during an unknown procedure, the instrument stopped working in the middle of the case. It is unknown how the procedure was completed. There was no reported patient consequence.